Manufacturer narrative:
(B)(4) for the reported events of "balloon leaked" and "pinhole in balloon material."

Event description:
It was reported to boston scientific corporation that a uromax ultra balloon dilatation catheter was used during a ureteroscopy and stone removal procedure. According to the complainant, the balloon was advanced through a scope and positioned within the patient's left ureter. The balloon was inflated with isoview contrast media using the leveen inflator provided with the balloon kit. The balloon was then noted to be leaking inside the patient, but it is unknown at exactly what pressure the balloon was inflated to. The balloon failed to maintain pressure. The balloon was removed from the patient and pinholes were noted in the balloon material. It was reported that the patient had a stricture in the ureter distal to the stone, which made the stone difficult to remove. The stone was left in place and a stent was placed in the stricture. The ureteroscopy was completed, but not the stone removal. The patient was reported to be stable post procedure. The patient's current condition was reported to be "fine."

Event description:
It was reported to boston scientific corporation that a uromax ultra balloon dilatation catheter was used during a ureteroscopy and stone removal procedure. According to the complainant, the balloon was advanced through a scope and positioned within the patient's left ureter. The balloon was inflated with isoview contrast media using the leveen inflator provided with the balloon kit. The balloon was then noted to be leaking inside the patient, but it is unknown at exactly what pressure the balloon was inflated to. The balloon failed to maintain pressure. The balloon was removed from the patient and pinholes were noted in the balloon material. It was reported that the patient had a stricture in the ureter distal to the stone, which made the stone difficult to remove. The stone was left in place and a stent was placed in the stricture. The ureteroscopy was completed, but not the stone removal. The patient was reported to be stable post procedure. The patient's current condition was reported to be "fine."

Manufacturer narrative:
A review of the manufacturing records for this lot showed no evidence of a manufacturing related potential cause for this event. Functional analysis of the returned device revealed that the balloon could not be inflated to its rated burst pressure (rbp) due to a pinhole located 44 mm proximal to the distal tip. Visual and tactile examination of the balloon catheter revealed no defects. Operational context contributed to this event.